Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that an unspecified malfunction occurred and pump touch screen was unresponsive. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.